Event description:
Customer reported the system displayed a circuit pre-load timeout, and would not complete boot up, or display voltage and current values. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray controller board, batteries, and high voltage tank need to be replaced. Repairs are in progress.